Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and programmed and delivered an extended bolus, and experienced a low blood glucose (bg) level of approximately 55 to 70 (mg/dl). To treat the low bg level, the customer consumed food and ate glucose tablets. Reportedly, the customer thought there would be an hour delay between when the "delivery now" portion was finished and when the pump would start the delivery of the extended portion. Tandem technical support educated the customer on the extended bolus features of the pump. Although requested, the customer declined further assistance from the clinical diabetes specialist.